Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported they obtained false elevated creatinine results on the architect c8000 analyzer for multiple samples. (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the instrument and observed drips on the cuvette washer nozzles. Cleaning the cuvette washer nozzles resolved the issue. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for cuvette washer nozzles identified no issues or trends. A review of architect c8000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c8000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the architect c8000 was identified.